Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4). The analysis results showed that one ecr60g cartridge reload was returned with 3 drivers missing and 1 driver out of position making the reload non-functional. Although no conclusion could be reached on what caused the drivers to fall, it is possible that the package was not opened using the sterile technique resulting in the drivers dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic anterior resection, some drivers fell off when the cartridge was taken out from the package by a nurse. The cartridge was not used for the patient. No pieces fell into the patient. Another cartridge was used to complete the case. There were no adverse consequences to the patient.